Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had significant pain. Following implant loosening or failure, patient underwent revision surgery on (B)(6) 2021. Reports of complex regional pain syndrome in august 2020. In may 2021 patient's x-rays reveal radiolucent lines and/or bony resorption consistent with implant loosening or failure. Patient continues to have significant pain and functional limitations in spite of non operative management.